Event description:
Customer reported smartsite broke off the set on a medical/surgical floor. No patient harm reported. The reporter was told that the tubing might have gotten caught in the bedrail. Although requested, no further patient or event information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.